Event description:
It was reported that during a cholecystectomy, a biliary lesion due to institutional laparoscopic post-op d-clips is reported. Patient goes to an institution where a loose clip is evident.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "was the biliary lesion the indication for the cholecystectomy or is the surgeon alleging that the biliary lesion was caused by the clips used during the procedure? What type of clip applier was used with the lt300 clips? Were there any complications during the initial surgical procedure? How many clips were used during the initial procedure? Were the clips visualized endoscopically during the initial surgical procedure? Were any malformed or scissored clips observed during the initial procedure? If multiple clips were used, were all of the clips malformed/scissored? Was there a re-operation needed? If so, was it open or laparoscopic? If so, how much time had passed between initial procedure and re-operation? If so, what was observed at the site upon reoperation? Malformed/scissored clips? If multiple clips were used, were they all malformed/scissored? What is meant by ¿institutional laparoscopic post-op d-clips is reported¿. Did the clip not hold on the tissue? Was the clip d shaped upon re-operation observation? " an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.